Event description:
It was reported that the device was used during a laparoscopic assisted vaginal hysterectomy. The tip of the device (active blade) broke off. When the tip broke off it did not fall into the patient. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.